Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unit was disconnected and remote smart service (rss) was offline. An error appeared stating: anesthesia es is not responding. Windows can check online for a solution. The customer rebooted the system multiple times, but the device remained stuck on the windows error screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was freezing when signing in with biometric identifier (bio-ID). A field service engineer (fse) found that system was offline in override mode. The fse discovered that the stations cable was plugged into an unknown device instead of the correct port, which was causing the system to freeze. The fse corrected the network cable connection, connected the station to the proper network port, rebooted the station, and confirmed it came online with bio ID sign-in functioning normally. The station was operating properly and communicating with the network. The system functioned as intended after the field service engineer repaired the device.